Event description:
User received discrepant calcium results for one patient sample. Initial result 15.6 mg/dl, repeat results 11.6, 9.6 and 9.4 mg/dl. Erroneous results were not reported. The field service representative was unable to determine a cause. Performance tests were performed and within specification.